Event description:
On (B)(6), 2011, the lay-user/patient contacted animas on behalf of her daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was not responding to button presses. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump was returned to animas and evaluated. A leak test was performed and the display lens was found to have leak. The keypad cover was loose along the side of keypad beside the up and down arrow buttons. Testing confirmed intermittent responses to button presses on the keypad for all buttons. Multiple button presses were required before the buttons would engage. The buttons did not have normal spring back and click. The keypad was removed and adhesive was found under the button contacts.